Event description:
It was reported that during a procedure using an unspecified access approach for the moderately tortuous, moderately calcified right coronary artery (rca), the 2.5 x 15 mm trek balloon dilatation catheter (bdc) felt sluggish during advancing but was positioned over the guide wire and inflated at 12 atmosphere (atm) without issue. During removal it was sticky but was successfully removed from the anatomy without the guide wire. The hi-torque floppy guide wire was positioned and the 3.0 x 12 mm trek bdc was advanced and inflated to 12 atm without issue. During removal the bdc and guide wire became stuck and were removed together as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The 2.5x15 trek and 3.0x12 trek referenced are being filed under separate medwatch reports.